Event description:
Suit papers indicate that the bilateral pt was revised in 2008. Pt further alleges "permanent nerve injury and joint failure."

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.